Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was powering off during use. The patient indicated that the alleged meter issue started one day earlier at 7:00 am. As a result of the alleged meter issue, the patient took his usual dose of 10 units humalog insulin. After taking the insulin, the patient developed symptoms of being sweaty and light-headed. The patient reportedly did not receive medical intervention and was not tested on another device during the time of concern. During troubleshooting, the meter did not turn off prematurely before the automatic shut off time. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that he was unable to test with the reported meter, took insulin and developed symptoms suggestive of hypoglycemia afterwards.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.